Event description:
It was reported that 582 days after a coronary artery drug stenting treatment procedure, the patient expired. The index procedure treated two target lesions. Two taxus express2 were implanted, one in each target lesion. The first target lesion was a mildy calcified, 100% stenotic, b2-type lesion located in the mid left atnerior descending (lad) artery. The lesion was 20mm in length and 2.5mm in diameter. The physician pre-dilated the lesion at 8 atms and deployed a taxus express2 2.50 x 24mm stemt at 10 atms. The stent was post dilated to 16 atms. The lesion had 0% stenosis with timi 3 flow post procedure. The second target lesion was a moderately tortuous, 100% stenotic type-c lesion in the 2nd obtuse marginal (om) artery. The lesion was 18mm in length and 2.5mm in diameter. The physician pre-dilated the lesion at 10 atms and deployed a taxus express2 2.50 x 20mm stent at 12 atms. The stent was post dilated to 16 atms. The lesion had 0% stenosis with timi 3 flow ost procedure. The patient was discharged one day following the index procedure on plavix. It was reported that 582 days following the index procedure the patient expired. The patient suffered an acute onset of chest pain. The patient arrested in the ambulance on arrival to the ER. An ECG showed that the patient had st elevations. Resuscitation attempts were unsucessful. Bleeding was noted from eyes & ears during resuscitation with unikown etiology. It is unknown if the target vessels were involved in this event. An autopsy was not performed.